Event description:
Philips received information from a customer site that after completely horizontally removing a patient from the gantry opening, the couch (patient table) started moving slowly downward until the couch reached the floor. The customer confirmed that this motion occurred without pushing any buttons. There was no report of harm to a patient, operator or bystander as a result of this event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. Philips field service engineer (fse) visited the customer site and evaluated the system. The fse proactively replaced the vertical brake and the inverter assembly of the patient table, and the left and right control panels on the system gantry. (B)(4).